Event description:
Physician pulled on the string of the 5mm applied medical specimen retrieval bag to remove the gallbladder and the bag/pieces to the appliance fell apart in the pt. All pieces were retrieved by the physician. Device sequestered. No harm to pt, did cause extra 20 minutes to this case.